Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not conclusively be determined through this evaluation. It was communicated that it was unknown if heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), would be returned for evaluation. If the pump is returned at a later date, this investigation may be reopened to include the evaluation of the device. Multiple attempts to gather additional information was attempted; however, none was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 13feb2017. The heartmate ii lvas IFU and the heartmate ii patient handbook document g are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient passed away due to a planned withdrawal of care per patient and family request. Additional information was requested but not provided.